Manufacturer narrative:
(B)(4). The customer advised physio-control that they have evaluated the device and have been unable to duplicate the reported issue during testing.  Proper device operation was observed through functional and performance testing and the device has been returned to the end user for use. The cause of the reported issue could not be determined.  The device was not returned to physio-control for evaluation.

Event description:
The customer reported that during a patient event, following a defibrillation shock, their device reset itself.  Upon powering the device back on, the device was functional and the customer continued patient care. No additional event information has been provided by the customer.  The customer indicated that the patient did not suffer any adverse outcome during the reported event.